Event description:
It was initially reported on 2012 (B)(6) that the patient never had therapeutic effect with loss of bladder control and loss of bowel control. The event occurred following a replacement. See manufacturer's report # 3004209178-2012-02474. Additional information received on 2012 (B)(6) noted that on 2012 (B)(6) they reprogrammed interstim on program 1; they increased settings until the patient was feeling the device properly. Signs and symptoms included back pain at the site. Hospitalization was not required. Patient outcome was no injury. Attached clinic notes from visit on 2012 (B)(6) noted that the patient was seen that day in the office on an urgent basis. The patient was experiencing severe back pain at the interstim site, particularly at the site of the new implantation. The patient was afebrile with stable vital signs. The patient's incision on the one side was very well healed. On the other side with the new implant, it was very well healed. There was no erythema. There was no ecchymosis or fluctuance. There was tenderness to the touch but there was no drainage. A urinalysis from that day showed small blood and large leukocyte. The patient's device was interrogated, as the patient did not feel that it was working properly. The patient's levels were basically turned almost completely off, so they increased the settings until the patient was feeling the device properly. The patient suspected that she had a urine infection. It was noted that given the patient's history, the healthcare provider planned to send the urine sample out for culture and if it was positive, planned to defer to infectious disease prior to treating.

Manufacturer narrative:
Product ID 3889-28 lot#, v920746 serial# implanted: 2012 (B)(6), explanted: product typ lead product ID 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).